Manufacturer narrative:
The reported event was confirmed as supplier related issue. The reported failure was able to be reproduced. The product was used in urological care tray kit. Evaluation found void channel at the edge of pvi packet causing leakage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A review of the device labeling have been conducted for investigation purpose. "1. Method of use the device is intended for single use only and is not reusable. (1) to secure a sterile field for the procedure, spread a clean wrapping paper. (2) place waterproof sheet beneath patient¿s buttocks. (Fig. 1) (3) put on sterile gloves. Open tray and place it on the wrapping paper. (4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (Fig. 3) (5) lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray." The actual/suspected device was inspected.

Event description:
It was reported that the povidone iodine (pvi) solution was leaked and spilled all over inside the tray. It was noted that only one tray was opened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the povidone iodine (pvi) solution was leaked and spilled all over inside the tray. It was noted that only one tray was opened.